Event description:
It was reported that the device could not be used during surgery. Another device was used to complete the surgery. No additional information could be provided.

Manufacturer narrative:
(B)(4).date sent: 1/24/2024 d4: batch # unk additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Partial fire and tissue plowing. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Malformed. Did the device cut? Yes. If yes, was the cut line complete? No. Was there any difficulty opening the device? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9d97v, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number a9d97v, and no non-conformances were identified